Event description:
Manufacture received information indicating that the unit stopped cycling during patient use. There was no patient harm or adverse consequence associated with this report.

Manufacturer narrative:
Failure investigation verified in the device memory log that device stopped cycling. The event could not be duplicated by the investigator.